Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications based on the results of the investigation, a root cause could not be identified at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source, power will not come on. This event was found during the maintenance. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device is not expected to be returned to olympus for evaluation, as the customer states the device is now working, the customer also reported that the issue did not occur during any cases. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.